Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that high out of range shock impedance was observed. The lead was capped.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 5th of march 2025 and 30th of october 2025 recorded a stable pacing impedance of 550 ohms and an initial stable shock impedance of 45 ohms with a sudden increase to >150 ohms from end of may until the end of the recording period. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.